Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that pump had no motor movement error. The customer's blood glucose level was unknown. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit had constant pump error 38 alarm during the rewind test due to corroded motor home switch. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. The electronic assembly and force sensor had moisture damage.